Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The following sections could not be completed with the limited information provided. Date explanted - revision procedure has not yet taken place.

Event description:
It was reported that patient underwent revision hip arthroplasty to implant a custom acetabular liner on (B)(6) 2007. Subsequently, patient dislocated and a revision procedure is planned. No further information has been provided to date.